Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and immune thrombocytopenic purpura ('idiopathic thrombocytopenia purpa') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included omalizumab (xolair). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), immune thrombocytopenic purpura (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced idiopathic urticaria ("rash/skin conditiontype: idiopathic urticaria"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ right side of abdomen") and skin disorder ("skin disorder"). The patient was treated with surgery (hysterectomy- full). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, immune thrombocytopenic purpura, idiopathic urticaria, skin disorder and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, idiopathic urticaria, immune thrombocytopenic purpura, menorrhagia, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, type of autoimmune diagnosed: idiopathic thrombocytopenia purpa. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New event: abnormal bleeding (vaginal) were added. Rash updated to rashes or skin conditions type: idiopathic urticaria. Concomitant and historical drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and immune thrombocytopenic purpura ('idiopathic thrombocytopenia purpa') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), immune thrombocytopenic purpura (seriousness criterion medically significant), rash ("rash/skin condition") and skin disorder ("skin disorder"). The patient was treated with surgery (hysterectomy- full). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, immune thrombocytopenic purpura, rash and skin disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, immune thrombocytopenic purpura, menorrhagia, pelvic pain, rash and skin disorder to be related to essure (ess205). The reporter commented: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, type of autoimmune diagnosed: idiopathic thrombocytopenia purpa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, type of autoimmune diagnosed: idiopathic thrombocytopenia purpa, essure confirmation test(s) conducted, specify: no were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.